Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by cloudy effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The same day the patient initiated intraperitoneal (ip) antibiotic treatment with cefazolin (1g/day) and ceftazidime (1g/day). Two days later the initial antibiotic therapy was replaced by ip treatment with vancomycin (1.5g every five days). The cause of peritonitis was unknown. However, it was reported that the acute infection of the catheter's exit site could have been a contributing factor for the onset of peritonitis. The pd therapy was ongoing. At the time of this report, the patient was still in the hospital. The patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: additional follow up information was received from a nurse. It was reported that the patient was hospitalized for four days prior to being discharged. The patient was retraining on the proper aseptic technique, although the cause of peritonitis was not related to the break in aseptic technique. The patient was fully recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.